Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for patient death. It was reported that on (B)(6) 2018, two mitraclips were successfully implanted, reducing grade 4+ functional mitral regurgitation (mr) to grade 0. On (B)(6) 2018, the patient was found dead, at home, due to unknown cause. No additional information was provided.